Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter failed a control test, with results below the expected range. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that on (B)(6) 2014, at 09:00pm, he obtained a result of 104mg/dl when performing a control solution test. The patient detailed that he manages his diabetes with oral medication, diet and exercise. The patient detailed that he developed a symptom of ¿blurred vision¿, but could not specify when, and claimed that one month prior to contacting lifescan he visited a doctor¿s office where he was given 20mg metformin. During troubleshooting the cca noted that the reported results fell within the expected range. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly suffered symptoms suggestive of severe hyperglycemia.

Manufacturer narrative:
Follow-up # 1 ¿ (01/17/2015), the patient¿s meter and test strips have been returned on 1/5/2015 and 1/15/2015, respectively, and evaluated by lifescan product analysis on 1/7/2015 and 1/15/2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.